Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the shunt was defective. There were no patient symptoms/injuries related to the event. No further information was re ported.